Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This recanalization for arterial occlusion was performed in (B)(6). The stent deployment system was found to have been broken when it was withdrawn after the protege gps stent had been placed. When radiography was carried out on the patient, a broken protege stent was found to be in the body of the patient. Another stent was placed within the broken stent which was pressed against the vascular wall. Surgery time was extended by 30mins or more.